Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (unable to latch to belt) has been confirmed. Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt receptacle was snapped from the monitor case, damaging wires in the connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to securely attach to an electrode belt.